Manufacturer narrative:
There was no pt involvement and no adverse events. This product does not have an expiration date. : device evaluated in the field. Evaluation summary: the product was repaired in the field by the service technician. Evaluation of the service records led the engineer to believe that the malfunction was not contributed to the master process control (mpc). Replacement of this part resolved the issue. This is not a single use product.

Event description:
It was reported that the override panel which is designed as a fail safe for the table is not functioning. The table could not be operated by the remote control either. The issue was noticed during the preparation; no patient involvement.